Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient completely lost consciousness during the event. The patient reported observing dexcom glucose readings around 150 mg/dl while in the ambulance during the mid-afternoon. No fingerstick blood glucose measurement was performed at that time. The patient may have consumed approximately 10 to 12 grams of carbohydrates, but he was unable to recall any other details prior to the incident. He remained in the emergency room for approximately 4 to 6 hours. The patient was unable to recall events following the episode of unconsciousness. He vaguely recalled that his dexcom readings in the ER ranged between 138 and 161 mg/dl, while bgm showed values around 40 mg/dl. At an unspecified time during the event, the cgm was 162 mg/dl while the bg was 107 mg/dl. Attempts to clarify the timeline or obtain further details were limited, as patient couldn´t remember what happened that time. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.